Event description:
It was reported that, as per dr (B)(6)'s office, this patient is experiencing difficulties with their hip implant and has had blood tests. Additional information based on the received implant sheets: patient had a revision surgery on (B)(6) 2013.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.